Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The cause of the reported problem was a defective speaker. The reported problem was confirmed. A quote was provided to the customer for an exchange device, but the customer has not responded and the quote has expired. It is unknown how the issue was resolved for the customer as the device was returned to bench for evaluation only and not returned to the customer. If additional information is received the complaint file will be reopened.